Manufacturer narrative:
A probe sample was returned for evaluation. A device history record review for each of the lot was conducted. No anomalies were found during the device history record reviews. The product was released based on the manufacturer's acceptance criteria. The sample was visually inspected using 25x magnification and found to be visually conforming. Aspiration testing was performed and deemed conforming. Actuation and cut testing was tested and deemed nonconforming. Hence, the actuation testing was retested after disassembly and was then was deemed conforming. The probe was disassembled and the components inspected. There is approximately 5 minutes of wear on the inner cutter when compared to the cutter wear visual standards. There is light wear marks at the cutter edge of the inner cutter. The complaint evaluation does confirm the that the probe had an actuation and cut issue. It appears the probe initially actuated and then there was some reason why the movement of the inner cutter has some interference with other components, such as the o-rings, spacers, or outer needle to cause the actuation and cut to become impeded. Light wear marks on the inner cutter edge did indicate the presence of interference of the inner cutter with the outer needle. Since retesting of actuation was conforming, it¿s possible that when removing the needle during disassembly the cause of the interference was removed. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that a vitrector was faulty. Additional event details were requested. It is unknown if the vitrector was cutting and aspirating at the time of the event. A product sample was requested for this report.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).